Event description:
It was reported during a procedure, burning smell with the console was noticed. The procedure was successfully completed. There was no injury to the patient reported due to this issue.